Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up, it was clarified that there was not alleged malfunction of heat against the device. Therefore, it was determined that this event could not hav caused or contributed to a serious injury and/ or death. Reporting for this event is therefore completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the when putting the attachment device into the tray, it was observed that the device had extra movement in an area where other attachment devices did not. It was further reported that the portion that ¿abuts the drill when attached to the handpiece did not seem to be as firm as it should be.¿ the event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.